Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion alarms which were reproduced while running a loaded set. During the evaluation, the upper and lower ultrasonic sensor fluid readings were found to be out of specification (low) which caused the false upstream occlusions. The failed upstream sensor was replaced.

Event description:
During baxter's evaluation of a spectrum pump, the device displayed a constant upstream occlusion message. There was no patient involvement.